Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed pump stop events that appeared to be associated with the disconnection of the driveline; however, the cause for the disconnection cannot be determined. It was reported that the patient experienced driveline disconnect alarms that occurred overnight. The patient denied any manipulation to the driveline and stated that all the connections were intact. The submitted system controller event log files contained data through (B)(6)2020. A total of four driveline disconnects were observed on (B)(6)2020 at 11:54:33 pm, (B)(6)2020 at 1:37:26 am and 2:11:32 am and (B)(6)2020 at 6:13:27 pm, causing the pump to stop. During the time the driveline was disconnected, corresponding low flow, driveline disconnect, and lvad off alarms were active. Excluding the pump stop events, the pump operated at or above the low speed limit and appeared to function as intended. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU is currently available. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-02126. It was reported that the patient experienced 3 driveline disconnect alarms from (B)(6) 2020 as well as pump stops. The patient experienced another driveline disconnect alarm on (B)(6) 2020 while on battery power. During this time, the pump was off for four seconds. The patient denies disconnecting the driveline. All connections are intact and alarms persisted even after controller exchange. It was recommended to exchange the modular cable.